Event description:
After implantation of the endograft, a dissection of the right femoral artery was observed extending from the ipsilateral attachment site to where the sheath was inserted in the femoral artery. The physician chose to perform a femoro-femoral bypass to resolve this.